Event description:
This spontaneous case report was received from a consumer in the united states on 14-apr-2014 via a sales representative. Reporting consumer who is the patient herself, is a non-healthcare professional employee at representative's doctor's office. The report refers to the reporting consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and currently is 10 weeks pregnant after successful confirmation test a year earlier (device ineffective). No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. In (B)(6) 2012, the consumer had essure (fallopian tube occlusion insert) inserted for sterilization. Consumer said she is pregnant status post successful confirmation test ((B)(6) 2013). She reported she was currently 10 weeks pregnant (estimated start date (B)(6) 2014). No treatment was given. Essure treatment was ongoing. No further details were reported. Reporter did not assess device-event relationship. Follow up information from 25-apr-2014: ptc assessment. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the events reported are possible undesirable events with the use of essure. Lack of effectiveness in itself is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. No further information is expected and thus this case is closed. Follow-up information was received on 08-may-2014. Essure was inserted on (B)(6) 2012. On (B)(6) 2013 hsg was performed. No further information was provided. Follow-up information received on 08-may-2014 - pregnancy questionnaire received: the patient's medical history included endometriosis, 3 vaginal deliveries (gravida3, para 3). Iud was used previously. The last menstrual period was on (B)(6) 2014. Ultrasound was performed on (B)(6) 2014 (results not provided). The patient was experiencing hyperemesis. The entire tube removal was planned to be performed after delivery. No further information was provided. Follow-up information received on 16-may-2014: this case refers to a (B)(6) patient. Concurrent conditions included obesity (bmi (B)(6)) and 7 weeks post-partum. The insertion of essure was easy, as well as the visualization of the tubal ostium. The fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Hysteroscopy was performed in the same day and confirmed proper placement. Hsg (hysterosalpingogram) performed on (B)(6) 2013 showed complete occlusion. Condoms were used as back-up contraception. On (B)(6) 2014, urine test and ultrasound confirmed pregnancy. Follow-up information received on 27-may-2014: new reporter from regulatory authority (case# mw5035673) added. No further information was provided. Follow-up information received on 28-jul-2014 no new clinical information provided. Follow-up from 20-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Pregnancy questionnaire received from physician on 23-nov-2015: consumer's demographic information was provided. Endometriosis, adnexal surgery (endometrioma removal), gravida 4 and para 4 were reported as medical history. Previous iud/ ius was reported. Essure was inserted 8 weeks post-partum. Sounding was performed and paracervical shock was applied during insertion (cervical dilatation and general anesthesia was denied). It was an easy insertion. There was no more than 1500cc of fluid loss during insertion and it did not take more than 20 minutes. Condoms were used as back-up contraception. On (B)(6) 2013, hysterosalpingogram (hsg) was performed and showed bilateral occlusion. Her last menstrual period occurred on (B)(6) 2014. On (B)(6) 2014, pregnancy was confirmed by urine and blood tests. An ultrasound was also performed and confirmed a 7 weeks and 4 days pregnancy. On (B)(6) 2014, a vaginal delivered occurred (live birth) at 37 weeks and 4 days ((B)(6)). Delivery was inducted for unexplained bleeding. There were complications during pregnancy: hyperemesis and placenta abruption. On (B)(6) 2014, a post-partum tubal ligation via bilateral salpingectomy was performed to remove essure. Essure implant was partially projecting through the right fallopian tube isthmus. Symptoms resolved after surgery. Hospitalization and required intervention were selected as seriousness criteria but not specified/assigned to a specific event. It was also reported that failure result in unintended pregnancy, weight gain contributing to obesity requiring medical treatment. Ptc investigation result received on 17-dec-2015. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) or lack of efficacy and a quality defect company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant approximately one year after the hysterosalpingogram showed bilateral tubal occlusion. At 37 weeks and 4 days, delivery had to be induced due to bleeding from placenta abruption. She also had hyperemesis during pregnancy. She had a live birth (B)(6) through vaginal delivery and she recovered from symptoms. The following day, she underwent a post-partum bilateral salpingectomy was performed to remove essure. It was noticed that essure implant was partially projecting through the right fallopian tube isthmus (interpreted as embedded device). Pregnancy with essure, premature separation of placenta, hyperemesis gravidurum and device embedded are serious due to their medical importance. The pregnancy and device embedment/partial perforation are listed while the other events are unlisted in the reference safety information for essure. Fallopian tube perforation may occur with essure. In this case, no alternative explanation was provided. Therefore, the causal relationship with essure cannot be excluded. This perforation may explain the pregnancy. However, a lack of device effect cannot be excluded. Also, a causal relationship between premature separation of placenta and essure inserts cannot be excluded since the part of essure inserts that lie in the uterus may have a mechanical interference in the developing pregnancy. On the other hand, due to the pathophysiology of hyperemesis, it is unlikely that essure with its localized action in the fallopian tubes could contribute to the onset of this event. This case is regarded as incident since a required intervention was performed. Based on the available information no product quality defect was confirmed. Further information is not expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs